Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 301031 and lot number 0100584. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, ten physical samples and four photos were received for evaluation by our quality team. The ten samples came in bulk packaging. They either have damaged barrels or embedded degraded resin. The four photos provided show the samples received. It could be possible for the embedded degraded resin defect to occur during the molding process. Degraded resin inherently builds up in the hot-runner system, can break loose and be molded into components. For the damaged barrel, it may have happened that a jam occurred at the plunger rod stopper assembly station inducing the damage. Based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. For the damaged barrel a jam may have occurred at the plunger rod stopper assembly station inducing the damage.

Event description:
It was reported that 20 ml bd luer-lok¿ syringes experienced 321 instances of foreign matter contamination and 125 instances of device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no.: 301031 batch no.: 0100584. Black dots: (B)(4)pieces. Damaged/broken: (B)(4) pieces.